Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display lens. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. The pump has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: on examination, moisture behind the display lens was confirmed. Leak testing revealed moisture ingress into the pump due to a display lens leak. Additional moisture contamination was found inside the pump on the printed circuit board. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.